Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a successful procedure the balance middleweight (bmw) guide wire was removed from the anatomy and while manipulating the guide wire into the plastic holding coil outside the anatomy the device separated with minimal force being applied. There was no adverse patient effect. There was no patient interaction. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.